Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system delivered inappropriate shock therapy due to over-sensed myopotential noise. The system was tested in different sensing vectors, but the over-sensing persisted. It was hypothesized the s-ICD electrode had fractured. Because the device was also included in the premature battery depletion field safety notice, the physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The products were subsequently received for analysis and are pending the investigation conclusion. Once analysis is complete, this record will be updated with results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system delivered inappropriate shock therapy due to over-sensed myopotential noise. The system was tested in different sensing vectors, but the over-sensing persisted. It was hypothesized the s-ICD electrode had fractured. Because the device was also included in the premature battery depletion field safety notice, the physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products are expected to be returned for analysis.